Manufacturer narrative:
One capnography monitor was returned for evaluation. Visual inspection of the device was found to be in good physical condition. Device underwent functional testing, including a flow rate/leak test. As a result, the reported customer complaint has been verified. The device was then further investigated and it was noted to have a broken elbow joint. The problem source was determined to be user interface, as damage resulted from impact.

Event description:
Information was received that the co2 sensor of a smiths medical bci capnography monitor capnocheck ii is having an error. No patient adverse effects reported.